Manufacturer narrative:
Findings: pump alarmed during basic occlusion test due to loose/protruded drive support disk. Pump pass displacement test. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 415 mg/dl. The customer was treated for the high blood glucose with a manual injection. Customer states insulin is "squirting out" during the manual prime process. The customer sent the product back for analysis.